Manufacturer narrative:
Evaluation method - "other". Electrode belt sn (B)(4) was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll on 08/04/2015 to report that a (B)(6) male patient developed a pressure spot. It was reported that there was a laceration where the back left electrode is located because the patient was lying on his back. The patient's home nurse was assisting with the laceration and the lifevest was re-adjusted so it would not continue to irritate the area. Follow-up indicated that the patient's home health nurse had bandaged the wound.